Event description:
Pt taken to surgery for exploratory laparotomy. Procedures performed were: colotomy, closure hemicolectomy and ileotransverse colon anastomosis. Ethicon tcr 55 linear cutter reload was used during procedure. Pt returned to surgery 11 days later for post right hemicolectomy with disruption of anastomosis, peritonitis and enterocutaneous fistula. Post operative status: wound infection with sepsis. Pt tolerated procedure well.